Event description:
It was reported that on an unknown date, the patients suffered from a medial column fracture of the femur. All healed well. But he developed irritations caused by the implant under the soft tissue. So implant removal was planned. No comorbidities. Update: concomitant devices reported: lockscr ø5 self-tap l50 tan. Unk - plates: fns. Unk - nail head elements: fns bolt. Unk - nail head elements: fns antirotation. This complaint involves four (4) devices.

Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D11: concomitant product added to complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot . Part: 04.168.095s, lot: 5l06849, manufacturing site: grenchen, release to warehouse date: jun. 19, 2019, expiry date: jun.01, 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for (1) unk - plates: fns.

Manufacturer narrative:
Part: 04.168.095s, lot: 5l06849, manufacturing site: (B)(4), release to warehouse date: 19.jun.2019, expiry date: 01.jun.2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date the patient suffered from a medial collum fracture of the femur. All healed well but he developed irritations caused by the implant under the soft tissue. The implant removal was planned. This report is for one (1) femoral neck system implant kit/ length 95mm sterile. This is report 2 of 4 for (B)(4). This report is linked to (B)(4).